Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts were producing high impedances. Replacement of the lead and lead splitter was recommended.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. Database analysis revealed high impedances on five contacts in port a and five contacts in port b. The patient underwent a revision procedure wherein the leads and splitters were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that several contacts were producing high impedances. Replacement of the lead and lead splitter was recommended.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that several contacts were producing high impedances. Replacement of the lead and lead splitter was recommended.